Event description:
It was reported that an increase in capture threshold resulting loss of capture was observed on the on the right ventricular (rv) lead. As a result, the patient experienced arrhythmia. Upon investigation, it was revealed that the safety margin was not programmed high enough to ensure capture. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.